Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the distal end cover and a burn on the distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Olympus confirmed physical damage to the subject device at the foreign material residue point. Additionally, the foreign material residue point was confirmed to have deformation. The high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementing in accordance with the below IFU. It was confirmed that instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the event. Subject event 2. The subject event can be detected and prevented by implementing in accordance with the below IFU. Instructions for gif-h290z operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿¦inspection of the endoscope¿ instructions for gif-h290z operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.